Manufacturer narrative:
The user facility completed the repairs prior to evaluation by stryker.

Event description:
It was reported that the foot-end of the stretcher was drifting down during hand procedures.